Event description:
The pt administered their usual dose of insulin into their abdomen. The pt claims to have been using a unifine 8mm 30g pentip. Upon removal of the device the pt noticed the needle was missing from the pentip. The pt went to the casualty department where x-rays were taken which apparently identified a foreign body present in pt's abdomen. The pt informed the co that the hosp have decided not to remove the foreign body at this time.